Manufacturer narrative:
Concomitant medical products: product ID: 8591-38, lot# c35950, implanted: (B)(6) 2009, product type: accessory. Product ID: 8709sc, lot# n184804001, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. The indication for use was non-malignant pain/failed back surgery syndrome. On (B)(6) 2015 it was reported that the patient had her pump removed due to infection. She never knew the cause of the infection and was not told the cause. No additional information was reported. Further follow-up was conducted to obtain additional information regarding this event; however, no additional information was received.